Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 100% stenotic lesion was located in the calcified left superficial femoral artery and "below the knee." The guide wire was engaged, and the sterling monorail balloon catheter was advanced to the lesion and inflated once. The balloon ruptured at 1 atm on the initial inflation. Therefore, the balloon catheter was replaced with a different device and the procedure was completed. No pt injuries or complications were reported. Patient status is listed as "good".

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.